Manufacturer narrative:
Approximate age of device ¿ 3 years. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete. Other

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to multi-system organ failure (msof). The hospital reported that the pump was operating as expected. The patient had multiple hospital admissions within the past year. On (B)(4) 2015, the patient was admitted with sepsis secondary to staphylococcus aureus. A computerized tomography (CT) scan of the patient¿s head on (B)(6) 2015 revealed a slight increase in size of a right inferior frontal hemorrhagic contusion with intraventricular extension. A CT of the patient¿s abdomen on (B)(6) 2015 confirmed a retroperitoneal bleed. The patient was discharged to home with hospice support on (B)(6) 2015. On (B)(6) 2015, the patient reportedly experienced a gastrointestinal (gi) bleed. At the end of (B)(6) 2015, the patient¿s spouse elected for the patient to receive palliative care and no longer wanted hospice. On (B)(6) 2016, the patient was discharged with the plan of do not resuscitate (dnr) and the patient's aicd was disabled. The patient expired on (b)(46 2016.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. Information from the hospital personnel stated that the patient¿s pump was operating as expected at the time of the event. Review of the patient¿s complaint history showed no previous related events were reported. The instructions for use lists stroke, bleeding, infection, and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.